Event description:
A clip seated in the jaws the 1st time but no after subsequent fires, no clips fired after this. Pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to insertion/removal through the trocar. A clip was not manually removed as a loaded clip leaving the feeder exposed, the trigger appeared intact.